Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise and t-waves during activity resulting in delivery of inappropriate shocks. Programming options were discussed for optimization. No adverse patient effects were reported. This product remains implanted and in service.